Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the introducer sheath, coil and delivery wire were returned for analysis. Visual inspection of the introducer sheath was performed and no defects were noted. The twist lock of the introducer sheath had been opened. The coil and delivery wire arms were not interlocked as the coil was returned outside the introducer sheath. The delivery wire was inspected no damage was noted. The coil was found to be severely stretched along the full body of the coil and blood was noted on the fiber bundles. Microscopic inspections was performed. The interlocking arm of the delivery wire was inspected and there was no damage noted. The zap tip of the delivery wire was inspected and there was no damage noted. The coil was inspected and no damage was noted to the zap tip. The interlocking arm of the coil was inspected and no damage was noted. The coil dimensions could be measured were found to be in specification. The number of fiber bundles recorded during product analysis was below the assigned specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 26jul2016. It was reported that advancing difficulties occurred. A 20mm x 40cm interlock¿-35 was selected for a transjugular intrahepatic portosystemic shunt (tips). During the procedure, the coil could not be moved forward when entering the unspecified catheter. The coil was removed together with the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the number of fiber bundles recorded was below the assigned specification.